Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without the sample or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
PICC successfully inserted. When catheter flushed, fluid leaked from catheter approximately 2cm from the hub. Photographs would not capture the defect effectively, item was discarded.